Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was electively explanted two weeks after implant. The patient alleged inappropriate shocks and wanted the system explanted. An x-ray was performed on the right ventricular (rv) lead and the physician suspected the lead was dislodged however, the boston scientific representative did not see it. The ICD and rv lead will be returned for product analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was electively explanted two weeks after implant. The patient alleged inappropriate shocks and wanted the system explanted. An x-ray was performed on the right ventricular (rv) lead and the physician suspected the lead was dislodged however, the boston scientific representative did not see it. The ICD and rv lead will be returned for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.